Manufacturer narrative:
An event of regurgitation and a suspected leaflet tear was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 19mm trifecta valve was implanted in the patient's aortic position. Severe aortic regurgitation occurred on the patient and a tear was suspected from the echocardiography results. A valve in valve procedure will be considered for the patient within this year.